Event description:
The facility reported a pump with an unknown issue. It is unknown when this event occurred. There was no patient injury or medical intervention necessary according to the hospital representative. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary:the reported condition of an unknown issue was confirmed as due to failure code 703:00 in the pump's event history file during product evaluation. Failure code 703:00 was caused by a faulty pump head mechanism and therefore, the pump head mechanism was replaced. Review of the complaint history reveals similar reports have been received for this product for the reported issue. This issue is currently being investigated under mdq-CAPA-(B)(4).